Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump allege under delivery. The customer¿s blood glucose level was 11 mmol/l at the time of the incident. Customer stated they were hospitalized due to high blood glucose on (B)(6) 2019. Customer was treated with pen. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated drive support cap appears normal. Troubleshooting was performed. The reservoir will not be returned for analysis.